Event description:
It was reported that the patient had a revision of the occipital stimulator on 2010 (B)(6)and a new extension and new generator were placed. It was noted that the reporter assumed that a lead was removed during this revision. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Product ID 3986a, lot# n055901, implanted: 2007 (B)(6); product type lead product ID 748966, serial# (B)(4), implanted: 2007 (B)(6), explanted: 2010 (B)(6); product type extension product ID 7435, serial# (B)(4), implanted: 2007 (B)(6); product type programmer, patient. (B)(4).

Event description:
It was further reported that the cause of the event was unknown. An x-ray of the skull and thoracic area on (B)(6) 2010 showed that the leads, extension, and generator were intact. The extension and generator were replaced on (B)(6) 2010. The patient had a post-op visit on (B)(6) 2010 and the patient was happy with their stimulation. The original lead was intact and left in place.